Manufacturer narrative:
Concomitant medical products: product ID: a71100, serial#: unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and radiculopathy. It was reported that the rep interrogated the ins with the new physician app and got a message like ¿updating firmware¿ and they stated that they didn¿t think anything of it. They stated that they were able to enter the programming session and everything seemed to be working fine. The patient went home and notified the rep that they were then seeing the ¿in the box¿ icon on their patient programmer. No troubleshooting had been done prior to the call. Technical services reviewed details about this issue and that the ins would need to be interrogated with the old physician programmer. Technical services transferred the rep to the mobility team to obtain log files, to have them sent to engineering. No symptoms were reported. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was told that the cause was due to the ins not being interrogated with the latest 8840 card prior to using the new app. No further information was reported.